Event description:
It was reported that the patient with this tactra penile prosthesis is experiencing difficulties when having sexual intercourse due to when he bends it up for erection the device falls down. The patient was suggested to get an appointment with his physician. The tactra is currently implanted. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this tactra penile prosthesis is experiencing difficulties when having sexual intercourse due to when he bends it up for erection the device falls down. The patient was suggested to get an appointment with his physician. The tactra is currently implanted. There were no additional patient complications.

Manufacturer narrative:
Additional information, not device evaluation. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this tactra penile prosthesis is experiencing difficulties when having sexual intercourse due to when he bends it up for erection the device falls down. The patient was suggested to get an appointment with his physician. The tactra is currently implanted. There were no additional patient complications.